Manufacturer narrative:
(B)(4).

Event description:
Device 1of 2. Reference MFR. Report # 1627487-2016-05931. It was reported the patient was no longer receiving effective stimulation. It was noted the lead tail for contacts 1-8 was loose in the ipg header. Subsequently the ipg was replaced and the patient has effective therapy post-op.